Manufacturer narrative:
Gambro has found no evidence to suggest that this device caused or contributed to this event. This event is being reported as per gambro policy: all cases of pt's death within 24 hours after and the treatment are considered reportable regardless of any involvement of a gambro device.